Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28 nov 2020/ serial#: (B)(4), device available for evaluation: no, device evaluated by manufacturer: mfg date: 26 jun 2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) pleural and pericardial effusion was noted. A drain was used to clear the pleural effusion. The device remains in use. No further patient complications have been reported as a result of this event.